Event description:
It was reported that angio-seal evolution was selected for use. The physician was unable to puncture the femoral artery, due to something in the artery such as a stent (exact prosthesis is unknown); therefore, he chose to puncture the anterior iliac artery. The arteriotomy was closed with the angio-seal evolution. During deployment, the physician felt resistance and it was difficult to reach the device's green mark; however, the device was deployed. The next day when the patient moved, pain was felt at the puncture site and a hematoma developed. The patient went to surgery, where the physician noticed that the anchor looked like a boomerang, and that there was a 2 cm space between the anchor and collagen. Reportedly, when the physician punctured the iliac artery, he went through the femoral arch/nerve. The angio-seal was removed, and the artery sutured. The patient's status is reported to be good.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) state that the angio-seal device is indicated for use in closing and procedures or interventional procedures. The angio-seal device instructions for use (IFU) states that once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing.